Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion breaching the outer insulation was noted on the connector leg at 6.9-7.4cm from the connector pin, consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise.

Event description:
It was reported that the right ventricular lead exhibited noise. The noise was reproducible with isometrics. The lead was explanted and replaced.